Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and other manufactures right ventricular (rv) lead exhibited a rise in impedances over the last year measuring 1800 ohms. This patient is not dependent on rv therapy. Troubleshooting was performed and the impedances were not reproducible with maneuvering. Technical services discussed possible causes and recommended programming options. This pacemaker and other manufactures rv lead remains in service. No adverse patient effects were reported.